Event description:
It was reported that during a routine device change out the physician noticed insulation wear on the left ventricular lead from where it was kinked in a tight circle in the pocket. The insulation was patched and the lead remains in use. The patient is enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, (B)(6) 2010; 693565, lead, (B)(6) 2010. (B)(4).